Event description:
The customer reported that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The root cause of the reported complaint was the defective processor board, likely due to a defective component and/or as a result of user mishandling such as a drop. During visual inspection of the returned autopulse platform, the top cover and front enclosure were observed damaged, unrelated to the reported complaint. Based on photos provided by the zoll service team, there was a large crack on the top cover near the lcd, and there was a vertical crack through one of the front enclosure's screw bosses. The observed physical damages are the characteristics of harsh impacts due to user mishandling. The top cover and front enclosure were both replaced to address the issues. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the customer's reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the test without any issues. During servicing of the autopulse platform, the load plate ground cable was observed crushed, possibly due to an improper installation during a previous service activity. This observation was unrelated to the reported complaint and did not affect the functionality of the autopulse platform. The zoll service personnel performed a load cell characterization test and confirmed that both cell modules were functioning within the specification. The crushed load plate ground cable was replaced to address the problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for the autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2021, and the processor board was replaced to remedy the system error.